Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and discovered a disconnected pinch valve (pv43) tubing for the cbc (complete blood count) waste. The fse replaced the tubing to resolve the leak. Failure mode of the leak is attributed to a disconnected pinch valve (pv43) tubing for the cbc. (B)(4).

Event description:
The customer reported less than 5 ml of fluid leak which was not contained within the diluter involving the coulter hmx hematology analyzer with autoloader. The customer was unable to locate the source of the leak but indicated that the leak appeared to be from a waste line and fluid had leaked onto the counter and floor. The customer was wearing a laboratory coat at the time of the event and no injury or biohazard exposure to mucous membrane or open wound was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.